Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill gauge estimate. The customer's blood glucose (bg) level was high and a correction bolus was delivered to address the bg level. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the event.